Event description:
Rn strung up new IV tubing for a bag of lipids. The tubing leaked immediately from right below the drip chamber when I was priming it. If the leak wasn't so obvious, it could have been attached to the patient and introduced bacteria, or the medication could have leaked out and caused problems if it were a vasoactive or other critical medication if the bag ran dry without the nurse noticing.

Event description:
Rn strung up new IV tubing for a bag of lipids. The tubing leaked immediately from right below the drip chamber when I was priming it. If the leak wasn't so obvious, it could have been attached to the patient and introduced bacteria, or the medication could have leaked out and caused problems if it were a vasoactive or other critical medication if the bag ran dry without the nurse noticing.